Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a trial patient with an external neurostimulator (ens). It was reported that the patient recently had their device implanted on (B)(6) 2017 and six days later they turned their device on. It was reported that two days after the device was turned on ((B)(6) 2017), the patient was in agonizing pain from the stimulator and sick to their stomach. It was stated that they knew how to turn the stimulation down, so they did so and they were no longer in pain. It was reported that the patient tried to contact their rep about this, but their rep was on vacation. They also reached out to the healthcare provider (hcp) about their issues. The patient stated that they wanted someone to fix their stimulator. It was also reported that their therapy was turned off now. The patient was advised to follow-up with their hcp to have their ins reprogrammed, but the patient stated that the hcp didn¿t know how to reprogram the device and that they wouldn¿t page another rep because there wasn¿t another rep in their area that could help. No further complications were reported/anticipated.